Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported his blood glucose levels were 200 mg/dl so he proceeded with delivering himself insulin as he noticed his shirt was damp from the insulin due to tubing detachment from quick release. The site was at the front right side of abdomen area and the pump was located to the right side attached to his belt clip. The infusion had been in use for 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient had this issue once earlier too. No further information available.